Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the plastic chipped away at top of the reservoir compartment. Troubleshooting was done for cosmetic damage. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.